Event description:
It was reported that one day post implant, the left ventricular lead dislodged. On (B)(6) 2011, attempts to reposition the lead were unsuccessful due to the patient's anatomy. The lead was removed and discarded by the physician. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.